Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No product was returned; the investigation was performed based upon a review of the received medical images. Upon review of the medical images, it can be confirmed that the distal threads of the cannulated screw have broken off the shaft of the screw. The cause for the breakage could not be determined, is not able to be determined. Since the patient required the implantation of additional hardware, it is likely that bone consolidation did not occur and contributed to the failure of the screw. A device history review was unable to be performed as the lot number for the device was not reported. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screws: 4.0 mm cannulate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that a patient underwent necessary surgery on an unknown date sometime between (B)(6) 2018, and (B)(6) 2018, to remove the unknown 4.0 mm 42 mm length cannulated screw that broke into two pieces and implant additional unknown screws to repair the foot causing pain and swelling from the broken screw. Originally, the patient underwent implantation of three unknown screws with lengths 26mm, 34mm, and 42mm long on the right foot on (B)(6) 2018. The broken tip of the unknown cannulated screw remains embedded in the bones of the foot, as it could not be removed by the surgeons. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).